Event description:
A customer reported experiencing cartridge alarm 20 on their insulin pump on multiple occasions,. Despite these alarms, blood glucose level displayed 300 mg/dl. The technical support team advised the customer to return the faulty pump and provided instructions for storage mode before return. They also facilitated the shipment of a replacement pump, which included updated software. The customer acknowledged the need to set up the new pump and connect it to their continuous glucose monitoring system. The customer was advised to return the faulty pump within 10 days to avoid charges.